Event description:
It was reported bd q-syte luer access split septum had the septum push into the adapter, resulting in leakage. The following information was provided by the initial reporter: "10 minutes after the infusion of the medicinal solution, the nurse found that the medicinal solution had leaked out during the inspection. The inspection found that the diaphragm of the needle-free closed infusion joint of the septum was indented and would not spring back."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a standalone q-syte unit. Half of the top disk of the septum can be seen pushed into the inside of the top body. The rim of the top body, where the septum is adhered, appears to have an uneven surface. This may be an indication that adhesive is present at the rim. However, as the sample is not physically available and due to the quality of the photo it cannot be determined with certainty if the septum was adequately adhered during time of manufacturing. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The photo provided for this incident did not present sufficient evidence to establish a definite root cause. H3 other text : see h10.

Event description:
It was reported bd q-syte luer access split septum had the septum push into the adapter, resulting in leakage. The following information was provided by the initial reporter: "10 minutes after the infusion of the medicinal solution, the nurse found that the medicinal solution had leaked out during the inspection. The inspection found that the diaphragm of the needle-free closed infusion joint of the septum was indented and would not spring back.".